Manufacturer narrative:
Connector pin measuring 14.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that the set screw was difficult to screw in during a normal device implant procedure. When the clinician tried to remove the lead, the pin separated from the lead and the lead was damaged. The lead was capped and replaced. The patient tolerated the procedure well and will be followed normally.